Event description:
The customer stated that she was hospitalized due to hyperglycemia, diabetic ketoacidosis, and dehydration. Troubleshooting was performed, and the programming on the insulin pump was correct. The insulin pump passed the prime test. The high pressure test could not be performed because the customer did not have a tubing clamp. A tubing clamp was sent to the customer, and the customer was advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.